Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: (B)(4) stent graft; (B)(4) stent graft; (B)(4) stent graft, implanted: (B)(6) 2013, lead, implanted: (B)(6) 2012, 5076-52 lead, implanted: (B)(6) 2004.

Event description:
It was reported that the left ventricular (lv) lead alerted for high impedance. The clinician thought they had disabled the alert conditions, but a week later, the alert triggered again for the same issue. The plan was to investigate and perform a revision. Presently, the lead remains in use. No patient complications have been reported as a result of this event.